Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported with a description of company cartridges tip was too narrow and lenses were either getting in stuck or cartridge was cracking. Customer has to open a new lens to complete the procedure. It was confirmed that these were the correct cartridges for the corresponding lens diopter sizes also. Additional information has been requested, yet no new information received.